Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Updated field b5 describe event or problem.

Event description:
It was reported that versacross connect access solution was selected for farapulse. During the procedure when attempting to insert the wire into the patient body the wire got stuck in the dilator. When removed the tip of the dilator was noted damaged. Thus both dilator and the wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis. It was further reported that the issue was with the guidewire and was damage when removed. No excessive force was applied. Positioning was confirmed with floro as entering the body. With slight resistance it was removed and checked when pulled outside the body. The device was fully intact. New dilator was exchanged and procedure was completed successful without harm to patient. No leads or hardware was affected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that versacross connect access solution was selected for use. During the procedure when attempting to insert the wire into the patient body, the wire got stuck in the dilator. When removed the tip of the dilator was noted to be damaged. Thus, both dilator and the wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis.